Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-apr-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was reported that the station stuck on a black screen prompting for a password. The technical support specialist (tss) dialed into the device, confirmed that the medstation application was up and running, and verified the device uptime. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es became stuck on a black screen prompting for a password. Using ctrl+alt+delete allowed navigation past the password screen; however, the screen reappeared after the updates were completed and recurred following a reboot. However, there were no delays or adverse events or injuries reported based on this event.